Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram, motherboard, hard disk and scsi controller were evaluated and replaced. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.